Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer's blood glucose level was low and customer believed that the pump bolus calculation was inaccurate. During troubleshooting with tandem technical support, customer acknowledged the bolus amount ws correct and pump performed as intended. Customer stated that correction factor and target would be discussed with healthcare provider.